Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
In covering a revision of the patient's left hip on (B)(6) 2020, the rep was told the patient had a previous revision 'about a year ago' due to dislocation. Surgeon reported patient factor of "bad spine". It is unknown which device(s) may have dislocated or disassociated, but the surgeon did report that he revised a 50mm shell to a 52mm solid-back shell. Rep was not present for the procedure.